Manufacturer narrative:
Section h10: (h3) based on historical complaint investigations and an image of the broken device, the fractured glenoid impactor tip reported was likely the result of crack initiation, propagation, and ultimate fracture of the device which was likely caused by abnormal or aggressive use inconsistent with the intended use of this device.

Manufacturer narrative:
Pending evaluation.

Event description:
The glenoid impactor tip is broken. The patient is fine.